Event description:
During surgery (type of surgery unspecified), a mayfield modified skull clamp unlocked and caused a 3cm laceration on the patients' forehead which required suturing and a 1cm "notch" on the skull (no suturing was required for this wound). The event led to an increase in surgery time because of the suturing. There was no information about the number of minutes the surgery was delayed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.